Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir had leak past second o ring. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the location of the leak was at the bottom where the o rings meet at the suction part. Customer states there were not an air bubble in the reservoir. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.